Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and caused a patient to develop a lung infection. The patient required surgery in response to the reported event. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection the manufacturer, the device was disassembled for internal visual inspection. The manufacturer found no sound abatement foam degradation/breakdown within this device. The manufacturer found dust contamination and mineral deposits on the blower and blower box. The device's event logs were downloaded and reviewed. The manufacturer found to contain 1 error code. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. Dust contamination and mineral deposits was found in the device.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Correction: event date in b3 was incorrectly reported as (B)(6) 2018. The correct event date is (B)(6) 2021.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a lung infection. The patient required surgery in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.